Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer's report was not replicated or confirmed. The device passed overnight stress testing, hi-pot testing, and leakage testing without duplicating the report. An internal inspection identified a damaged back case shield. The back case shield was replaced as a precaution. The device was recertified and returned to the customer. The customer indicated the issue occurred when in the MRI environment. It is unknown how far away the vent was from the MRI machine. The ventilator operator's guide advises that the ventilator must be placed behind the 2000 gauss line and attended by a person with no other responsibility than monitoring the device and patient while in the MRI environment. Analysis of reports of this type has not identified an increase in trend.